Manufacturer narrative:
Insulin pump received with blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, no delivery test, displacement test due to blank display. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had a blank display despite multiple battery changes. Customer stated that they tested their blood glucose readings and they were high. Customer had blood glucose readings of 322 mg/dl at the time of the incident. It was noted that the display did not return despite troubleshooting and battery changes. Customer was advised to revert to a back up plan and the insulin pump is being returned.